Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, an alert for non-sustained oversensing was observed. The oversensing episodes showed that the atrial paced events were oversensed that intermittently blanked ventricular events during an av nodal reentrant tachycardia. Recommended programming changes were not made. Patient was fine and will be monitored.